Event description:
Patient reported that they were having a adverse reaction to the swab used for sars testing at their employment.

Manufacturer narrative:
Subject: patient reported that they were having a adverse reaction to the swab used for sars testing at their employment. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.